Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when the surgeon tried to fire the right colon, the black knob of the device would not move forward. Hence, the stapler did not fire. Another device was used to complete the case. There was no patient injury.